Event description:
It was reported in an article in the journal "clinical nutrition" titled, "a comparative study of peripherally-inserted and broviac catheter complications in home parenteral nutrition patients", catheter infection (bacterial infection, fungal infection and polymicrobial infection) rate was lower in PICC; however, catheter associated bloodstream infection occurred more quickly with PICC. The non-infective complication rates were similar in the two catheter groups: occlusion and other complications including pericarditis, breakage, and leakage of insertion site.

Manufacturer narrative:
H11: touré a, duchamp a, peraldi c, barnoud d, lauverjat m, gelas p, chambrier c. A comparative study of peripherally-inserted and broviac catheter complications in home parenteral nutrition patients. Clin nutr. 2015 feb;34(1):49-52. Doi: 10.1016/j.clnu.2013.12.017. Epub 2014 jan 3. Pmid: 24439240. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported bacterial infection, fungal infection and pericarditis as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2 (common device name), d4 (medical device catalog, medical device brand name), g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: touré a, duchamp a, peraldi c, barnoud d, lauverjat m, gelas p, chambrier c. A comparative study of peripherally-inserted and broviac catheter complications in home parenteral nutrition patients. Clin nutr. 2015 feb;34(1):49-52. Doi: 10.1016/j.clnu.2013.12.017. Epub 2014 jan 3. Pmid: 24439240. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "clinical nutrition" titled, "a comparative study of peripherally-inserted and broviac catheter complications in home parenteral nutrition patients", catheter infection (bacterial infection, fungal infection and polymicrobial infection) rate was lower in PICC; however, catheter associated bloodstream infection occurred more quickly with PICC. The non-infective complication rates were similar in the two catheter groups: occlusion and other complications including pericarditis, breakage, and leakage of insertion site.